Event description:
During the device evaluation, the fiberscope was identified with the distal end burned.there was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection . Based on the results of the investigation, the most probable cause of the failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.